Event description:
The reporter states that she obtained 264 mg/dl or 265 mg/dl on the accu-chek advantage meter in comparison to 102 mg/dl or 103 mg/dl on the professional meter. The results were obtained within 10 mins. No reported action taken based on the results. No adverse event reported. New system sent and return requested.